Manufacturer narrative:
Batch review performed on 03 october 2019. Lot 155787: 25 items manufactured and released on 18-feb-2016. Expiration date: 2021-02-01. No anomalies found related to the problem. To date, 16 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of instability due to laxity 2 years after primary. The surgeon revised the medacta sphere insert flex left 13mm s5 with a medacta sphere insert flex left 17mm s5. The surgery was completed successfully.